Event description:
It was reported that during this lead implant, pace impedance measurements at the lead tip, were greater than 3000 ohms. The lead was repositioned several times and yielded the same measurements. This lead was removed, prior to pocket closure and another lead was implanted. No adverse patient effects were reported. This product has been returned. This report will be updated, once the device evaluation is complete.

Manufacturer narrative:
The evaluation conclusion code was updated. Upon receipt at our post market quality assurance laboratory, visual inspection revealed an open circuit on the cathode conductor. Additional analysis completed by computed tomography, showed areas of gaps between the coil and the distal tip, threaded grooves. This lead was taken apart and adhesive in the threaded grooves of the distal tip was found. This prevented contact between the coil and tip threaded grooves. The reported high impedance measurements are likely the result of the adhesive issue observed by the laboratory. An investigation has been launched for this finding.

Event description:
This product has been returned and a device evaluation was completed.